Event description:
Pt underwent an acd at cervical 5-6. He continued to complain of neck pain. Myelogram revealed a halo around the bone graft. Re-operation was performed on 4/8/99, and a synthes plate internal fixation at cervical 5-6 was placed.